Event description:
It was reported that the images for one patient were stored in another person's file. The hospital was using their information system via a data bridge and his/ris interface to pull patient information into the mr scanner. The patient was scanned but all the pt's images were stored in a another patient's file. The images were labeled with the other patient's information. There was no misdiagnosis.